Manufacturer narrative:
(B)(4). Date sent: 01/26/2022. D4: batch # 246a86. Device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh25p device arrived with no apparent damage. The device was received with no staples and anvil and outer portion of cut washer. When a battery was inserted, the green check mark illuminated, confirming that the device was fired. A new washer was installed in the existing anvil, staples were loaded, battery was inserted, and the device was fired into a test skin forming all the staples. The staple line was complete, and the staples meet the staple form and release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: to withdraw the open device, rotate it 90° in both directions taking care to minimize movement of the distal tip. This ensures the tissue is released. Gently pull out the device while simultaneously rotating. To inspect the donuts, remove the anvil, washer, and donuts from within the circular knife. Do not attempt to manipulate the adjusting knob during the firing sequence. Doing so may result in malformed staples, incomplete cut line, bleeding, and leakage from the staple line and/or difficulty removing the device. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. H11: corrected data = d9. Device return status was omitted on report mwr- (B)(4).

Manufacturer narrative:
(B)(4). Date sent: 01/05/2022. Additional information was requested, and the following was received: was a leak test performed? No. Was the staple line visualized endoscopically during the initial surgical procedure? Unknown. How many days postoperative did the leak occur? N/a. Diverted to ileostomy. How was the leak identified? A leak was not detected, he diverted to ileostomy because he was unsatisfied with donuts and staple line and possibly patient anatomy. What was observed at the site of the leak upon reoperation? He diverted to ileostomy. How was the leak addressed? Ileostomy. What was the indication for surgery? Cancer. Any pre-op radiation and/or chemotherapy? Yes. What was the purse string technique used? Yes.

Manufacturer narrative:
(B)(4). Batch # unknown. (B)(4). An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product or additional information is received at a later date, the investigation will be updated as applicable. An evaluation of the manufacturing documentation could not be completed as the lot/batch number was not provided. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? What was the indication for surgery? Any pre-op radiation and/or chemotherapy? What was the purse string technique used?.

Event description:
It was reported that during a laparoscopic left colon resection with diverting ileostomy and appendectomy, the 1st assist fired a cdh25p which resulted in incomplete donuts. The 1st assist reported feeling a "pop" upon removing the device from the rectum and during removal felt "as if it was hung up." When closing the powered stapler, the 1st assist reported it was fully compressed but the orange indicator was not in the green space. She compressed more and forced it. The surgeon, unsatisfied with incomplete donuts then used a manual circular stapler which also resulted in malformed donuts. 2 separate donuts with a long attachment of mucus or tissue between the 2 donuts. The manual stapler did not exhibit the normal crunch sound of the washer breaking. Surgeon chose to divert to ileostomy to finish the procedure.